Event description:
It was reported that during a routine visit, the patient complained of weakness and there was unidentified impedance and no capture of the right ventricular (rv) lead. An x-ray confirmed the connector pin of the rv lead had pulled completely out of the device header. The device was explanted and replaced, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.